Event description:
The customer contacted technical support, requested the battery part number and information regarding the recommended battery replacement period. The customer reported there was no patient involvement.